Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a mitraclip was implanted and the clip was stable on both the leaflets. On (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation for a second mitraclip procedure. It is unknown if the recurrent mr was related to the index procedure clip. An additional mitraclip was implanted. There were no adverse patient effects or clinically significant delay.